Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a removal procedure due to avascular necrosis (avn) of the femoral head on (B)(6) 2020, the surgeon experienced difficulty in the removal of the femoral neck system (fns) hardware due to the locking screw being cold welded to the plate. Initially, the patient had fns implantation on (B)(6) 2020. It was also mentioned that the removal tool was bent during the removal process. A broken screw removal was used to remove the screw from plate. The procedure was successfully completed with 30 minutes surgical delay. There was no patient consequence reported. Concomitant device reported: fns antirotation screw (part # 04.168.495s, lot # unknown, quantity 1), fns bolt (part # 04.168.295s, lot # unknown, quantity 1). This is report 1 of 2 for (B)(4).